Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient presented on (B)(6) 2021 and increased pain without injury at 2-3 months post op. The case report form indicates that this event is unlikely related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.